Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer stated that a patient suffered an infection after using medihoney (unknown ID) which was purchased on (B)(6) 2025, via amazon. The patient was treated and currently healing.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h11. The medihoney (ID unknown) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history records (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A medical assessment was requested to integra's medical affairs department. The following was concluded: based on the limited information available, the most probable source of infection is endogenous (i.e., originating from the patient¿s own skin flora) or due to external contamination from hands, secondary dressings, clothing, or healthcare associated exposure during use. There is no information or evidence to suggest a product defect or product contamination contributed to the reported infection.

Event description:
Na.